Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a leaky reservoir that was missing a piece. Customer stated that there was fluid in the reservoir compartment. Blood glucose level at the time of the incident was 400 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. We were unable to perform the displacement test due to missing retainer. The battery cap and reservoir tube were inspected. No cracks seen on the reservoir tube and no damage to the battery cap noted. No obvious insulin odor or moisture damage was found on the electronics assembly. The motor, force sensor, or reservoir compartment during visual inspection.